Event description:
G please be informed that after the subsequent review of the following literature article, depuy synthes noted a potential adverse event regarding a non-synthes product. The event also involved a depuy synthes product and was recorded as complaint file: (B)(4). Depuy synthes submitted the event to FDA and satisfied reporting requirements. Description of non-synthes product: russell-taylor reconstruction nail (rtrn), smith and nephew, memphis, tn; quantity# 34 literature article: lee, p. And et al. (2007) biologic plating versus intramedullary nailing for comminuted subtrochanteric fractures in young adults: a prospective, randomized study of 66 cases. J trauma, 63: 1283-1291. The purpose of the article was to compare the clinical effectiveness of biologic plating versus intramedullary nailing in the treatment of comminuted subtrochanteric fractures. 133898. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).